Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the gantry was inoperable. The philips engineer suggested service, but the service was no longer required by the customer. The case was cancelled, and no service has been provided from philips. The customer was able to resolve the issue. No further reports of the event have been received. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the gantry was inoperable. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.